Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) by 40 mm balloon. Upon the first deployment attempt, suboptimal expansion was observed. Subsequently, the valve was recaptured. Upon the second deployment attempt, insufficient expansion was observed once again, and the valve was recaptured and the system was withdrawn from the patient. It was observed that the capsule of the delivery catheter system (dcs) had signs of tension, and there were visible gray marks and bands. Subsequently, a new valve and dcs were used, and an additional pre-implant bav was performed with a 22 mm x 40 mm balloon. Upon the first deployment attempt with the new valve, slight under expansion was observed. The valve was fully implanted, and a 22 mm x 40 mm balloon was dilated to resolve the under expansion. Per the physician, the severe calcification of the patient's native annulus contributed to the expansion issues. Additional information was received to report that during the exchange of the first system to a new system, the patient developed hemodynamic decompensation due to aortic insufficiency caused by the pre-dilatation. As there was a delay in obtaining a second valve, the physician decided to reassemble the system using the first valve which was implanted; therefore, a second valve was never used/attempted. Additional information was received that the dcs was not inserted when the hemodynamic decompensation and aortic insufficiency occurred. A new dcs was used to reassemble and implant the first valve. A procedural delay of less than 5 minutes occurred. Per the physician, the pre-dilatation caused the hemodynamic decompensation and aortic insufficiency, and the dcs did not cause the hemodynamic decompensation and aortic insufficiency.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) by 40 mm balloon. Upon the first deployment attempt, suboptimal expansion was observed. Subsequently, the valve was recaptured. Upon the second deployment attempt, insufficient expansion was observed once again, and the valve was recaptured and the system was withdrawn from the patient. It was observed that the capsule of the delivery catheter system (dcs) had signs of tension, and there were visible gray marks and bands. Subsequently, a new valve and dcs were used, and an additional pre-implant bav was performed with a 22 mm x 40 mm balloon. Upon the first deployment attempt with the new valve, slight under expansion was observed. The valve was fully implanted, and a 22 mm x 40 mm balloon was dilated to resolve the under expansion. Per the physician, the severe calcification of the patient's native annulus contributed to the expansion issues.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: (B)(6), product type: 0195-heartvalves, implant date: non-implantable. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a complete set of intraprocedural fluoroscopic cine images were reviewed in relation to the event. The patient¿s executive summary was available, allowing for a complete anatomical assessment. The patient¿s aortic valve appeared to be significantly calcified, with an annular perimeter measuring 71.7 mm and a perimeter-derived diameter of 22.8 mm, consistent with sizing for a 26 mm valve. The aortic annulus demonstrated protruding calcification extending into the left ventricular outflow tract (lvot). The evidence indicates pre-existing aortic regurgitation, at least mild. A pre-implant balloon dilation was performed prior to the valve implantation attempt. Fluoroscopic valve load inspection was performed. A noteworthy observation is the potential presence of two inflow crown overlaps, both ending prior to node 4 and no other abnormalities, which would suggest a good load. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. During deployment, the bioprosthesis appeared significantly under-expanded in the cusp overlap view. Under-expansion should prompt removal of the delivery catheter system (dcs), a pre- dilatation, and implantation of a new valve using a new dcs. Available evidence indicates that the under-expanded valve was recaptured and deployed a second time resulting in persistent under-expansion verified in two views, but no obvious signs of infolding. It was reported that a decision was made to implant a new valve; therefore, the valve was recaptured and withdrawn. A repeat pre-implant balloon dilation was then performed using a larger balloon. Following balloon dilation, hemodynamic compromise was reported, prompt ing the implanting team to re-use the same valve. Note, as stated in the instructions for use (IFU): if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. The valve was reloaded onto the same dcs and re-inspected, demonstrating inflow crown overlap terminating prior to node 4, suggestive of appropriate loading. During valve deployment, under- expansion was again observed but not as significant as before, and a suspected infold noted in the cusp overlap view; however, the infold was not apparent in the lao view. The under-expanded valve was released, followed by post-implant dilation. Final angiography demonstrated an expanded valve frame with no visible evidence of significant aortic regurgitation/paravalvular leak. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) by 40 mm balloon. Upon the first deployment attempt, suboptimal expansion was observed. Subsequently, the valve was recaptured. Upon the second deployment attempt, insufficient expansion was observed once again, and the valve was recaptured and the system was withdrawn from the patient. It was observed that the capsule of the delivery catheter system (dcs) had signs of tension, and there were visible gray marks and bands. Subsequently, a new valve and dcs were used, and an additional pre-implant bav was performed with a 22 mm x 40 mm balloon. Upon the first deployment attempt with the new valve, slight under expansion was observed. The valve was fully implanted, and a 22 mm x 40 mm balloon was dilated to resolve the under expansion. Per the physician, the severe calcification of the patient's native annulus contributed to the expansion issues. Additional information was received to report that during the exchange of first system to a new system, the patient developed hemodynamic decompensation due to aortic insufficiency caused by the pre-dilatation. As there was a delay in obtaining a second valve, the physician decided to reassemble the system using the first valve which was implanted; therefore, a second valve was never used/attempted.

Manufacturer narrative:
Updated data: b5. D6a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.